Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter, resulting in the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) value ranged from 400 mg/dl to displayed as "high"; however, a specific value was not provided. Customer delivered a correction bolus via the pump to address bg and continued to use the pump for insulin therapy.